Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't delivering insulin and she wasn't sure why. Customer changed the set the night prior to calling. Customer's blood glucose was 127 mg/dl. Troubleshooting was performed and customer was advised the no delivery alarm was caused by an infusion set and reservoir connection issue. Customer is not returning the reservoir for analysis.